Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported they had gained a lot of weight since implant and if they moved just right it kind of pinched them and were having pain where the battery was for the last three months off and on, this had progressively gotten worse. The device was removed. The indications for use include spinal pain and chronic low back pain. If additional information is received, a supplemental report will be sent.